Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, erosion, infection, urinary problems, bowel problems, fistula, recurrence, bleeding, neuromuscular problems, atrophic vaginitis, exposed mesh, emotional distress and a product problem. On (B)(6) 2012, the plaintiff underwent explantation of the device. The device was partially explanted. Furthermore, it was reported that the plaintiff died. The cause of death was reported as stroke.

Manufacturer narrative:
(B)(4).